Manufacturer narrative:
Continuation of medical devices: product ID 8709, lot# l80787, product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-may-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that problems started sometime in 2017. The date (B)(6) 2017 is considered an approximate date of event (year known only). The event occurred during normal use. The pump logs showed that the pump has been stopped since (B)(6) 2017. The patient was told that it wasn¿t working right. The patient suspected they were getting drug through regular absorption but then they took all drug out because of connections concerns and then she hasn¿t had pain relief since. The pump and catheter were replaced. The pump was discarded by the healthcare provider. Environmental/external/patient factors that may have led or contributed to the issue was indicated as not applicable. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.). The patient was receiving at the time of the event could not be obtained. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event. The patient¿s medical history included arthritis.

Manufacturer narrative:
Product ID 8709 lot# l80787 implanted: (B)(6)2001 explanted: (B)(6)2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, lot #: l80787, ubd: (B)(4)2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of spinal segment having been left implanted and tied off was due to the physician¿s decision. There was no further information.

Manufacturer narrative:
Healthcare provider was not previously indicated as a report source in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Regarding the pump having been stopped since (B)(6) 2017 and if the pump stopped was regarding intervention taken to resolve the issue or if was this was in reference to a motor stall, etc., it was noted that this information was not provided. Regarding clarification of the connection concerns, this was also not specified. The cause of the pump having stopped / wasn¿t working right and concerns regarding connections was not specified. The catheter was discarded other than the portion that was tied off and left in the patient. The above information was indicated as having been confirmed with the physician/account.